Event description:
The patient reported not having therapeutic relief with her pump since implant. The patient occasionally experienced withdrawal symptoms, shakes, chills and fever. Patient stated that for almost a year her pain level was about a 9-10. Patient stated she seemed to have residual medication at each refill session, the last one should have 4 cc but she had 8. Patient reported that the catheter for the pump moved and during a dye study, hcp could not see the catheter. Patient stated that during that time, her pain level continued to be 9-10; hcp recommended removing and replacing the pump. Patient stated that hcp planned to implant the new pump into a different pocket site on the other side of her abdomen. On the day of surgery, patient stated the decision was changed to place the new pump in the same pocket site as the old pump. The catheter was also replaced. Patient stated that when the old catheter was removed, a "huge hole" was left behind, even with the new catheter implanted. Per hcp the cause of the event was failed back syndrome. A catheter dye study was performed on (B)(6) 2012 and results were no evidence of a leak. It was noted as non-serious injury/illness. Per hcp 'all studies and investigations normal thus far' the pump was delivering hydromorphone and bupivacaine.

Manufacturer narrative:
Product ID 8709, lot# j10936r58, implanted: (B)(6) 2001, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8575, lot# n076424, implanted: (B)(6) 2007, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that ¿the adhesive had eroded through catheter again.¿ during a refill, the patient was supposed to have 7 ml of drug in the reservoir, but the actual was 4 ml.